Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® serum/ cat plus blood collection tubes, 1 tube's cap was abnormal and 1 tube did not have a label. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a tube with slightly varying cap color and a missing tube label. Visual evaluation of the retained 100 samples did not reveal any defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: incorrect color and missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® serum/ cat plus blood collection tubes, 1 tube's cap was abnormal and 1 tube did not have a label. There was no health impact or consequences reported.